Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the cannula cap was detached from the cannula tabs and returned inside a plastic bag. Functional inspection and deep inspection were performed. The prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. Impact damage on the prongs of insertion fork caused the cannula cap fell off from cannula tabs.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of the device came off and fell into the patient. The tip was retrieved and the procedure was completed with a like device. There were no adverse patient consequences reported.